Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator triggered an alert for high out of range shock impedances on the right ventricular lead. Upon further review, boston scientific technical services (ts) noted that there has been a gradual increase in the shock impedances with occasional jumps in the measurements. The values previously jumped to less than 125 ohms, but the recent jump resulted in the out of range impedance values of 133 ohms. Ts also indicated the pace impedances on the right ventricular lead and the right atrial lead have also been displaying a similar trend, but those values are still within range. At this time, all products remains in service and reprogramming was performed. No adverse patient effects were reported.